Event description:
It was reported that this right ventricular (rv) lead was suspected to be fracture. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fracture. The device was surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.